Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 3 mg/ml (unknown dose) via an implantable pump. Indication for use was non-malignant pain. Medical history (prior to pump implant) was lupus and chronic pancreatitis. The date of the event was (b)(6 2016. The pump stopped working in (B)(6) 2016 and the patient was very sick and was hospitalized. The patient indicated the pump was faulty and the alarms were not working. The pump was flipped and was manually flipped in the office. The pump was then filled and twice as much medication was removed as expected. At a refill in (B)(6) 2016, 19.5 out of 20 ml were still in the pump. The pump was refilled and a dye study was done two days later. During the study nothing went through the catheter. The pump was currently turned down to minimum flow rate. The patient was suffering and was off oral medication for pain. The patient was currently on oral pain medication. The patient had a port and hip replacement. The patient currently had an infection in her hip. The infection was not in the pump site or catheter track; it was unrelated. The infectious disease physician said the pump needs to come out.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The healthcare provider (hcp) did a dye study and told the patient that the catheter was not working and that it was not able to be repaired. The patient was told her catheter was kinked in (B)(6) 2016 and that it was not fixable. The patient was put back on oral medication. The patient went through withdrawals in (B)(6) 2016 and was throwing up, had severe abdominal pain, and vomiting. The patient had gone in for a fill and they told the patient that none of the medication had been used/the pump was still full. The patient stated the dose or concentration was 3 ml, but did not know which one. This was considered a sudden change in therapy/symptoms. There was no out of box failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.